Manufacturer narrative:
Device code continue: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not feeling well and presented to the physician. Patient was tired and weak. It was noted that patient heart failure symptoms have worsened. High out of range pacing lead impedance, no capture and no sensing were observed indicating a fractured lead. The lead was capped and replaced without any problems on (B)(6) 2019. Patient condition after the procedure was great and stable.